Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular lead, exhibited two syncopal episodes. The patient was later evaluated and it was noted the lead had a high capture threshold contributing to loss of capture. The associated device has been reprogrammed to increase outputs so as to support a higher capture threshold. It was also stated the physician would likely do a lead revision in the upcoming year.